Manufacturer narrative:
Date sent to FDA: 10/11/96. H2--johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.

Event description:
A device was inserted into the pt left arm. On the 4th day that the catheter had been in place, the left arm became red, swollen and tender. The catheter was discontinued and the pt was admitted to the hospital with a diagnosis of "phlebitis/cellulitis of left arm". The pt was treated with intravenous medications and released home in a few days.